Manufacturer narrative:
On 9-nov-2021, the investigation on the suspected medical device was completed. After a mre was completed, it was found that the actual manufactured date was 16-may-2017. The relevant field has been updated. Investigation summary: mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old ethnicity female patient underwent a primary breast augmentation with a 550cc mentor memorygel breast implant and experienced right-sided grade IV capsular contracture postoperatively. The diagnosis was confirmed based on physical examination. As a result, the patient underwent removal and replacement with a 550ccmentor memorygel breast implant (right catalog #: 3505504bc, right serial #: (B)(4) on (B)(6) 2021.